Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the impedances were out of range. The battery seemed to be implanted well over 8 years. The patient wanted it replaced, the doctor first ordered the x-rays to make sure the leads were ok.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported the patient had stimulation on and was not feeling stimulation. It was noted that impedance measurements were taken and at 1.5 v, many of the values were out of range. Reference 4: 2 9000ohms, 3 94 ohms, 9-15 6000-9000 ohms reference 11: 9 1917ohms, 10 2375 ohms, 12 3249 ohms, 13 180 ohms, 14 4943 ohms, 15 2581 ohms reference 10: 0-7 >20,000 ohms, 13 83 ohms the rep programmed a bipole on electrodes 9 and 11 and increased to 9 v, but the patient did not feel stimulation. The rep noted that he had tried other programming options prior to calling, but the patient was not able to feel stimulation when the amplitude was turned up to 10.5 v. No trauma or falls were reported that could have been related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.